Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor adhesive does not work and the needle guard got stuck inside the serter. Customer also indicated a lost sensor alarm was received. Customer's blood glucose was 118 mg/dl at the time of incident. Troubleshooting was done for sensor and was found that the sensor was folded over the top of the customer's skin. No further information was provided.